Manufacturer narrative:
Subject device has been received and is currently in the investigation process. No conclusion can be drawn at this time.

Event description:
The distractor did not distract and patient healed at the cut. Surgeon removed the distractor and an orthognathic lefort 1 plate was applied.